Manufacturer narrative:
The explanted evoke closed loop stimulator (cls) was returned for analysis and passed all testing without noted issue. There was no indication of any impedance issue at any time during testing. A device log review was performed which confirmed variable high impedance during the reported event. The cause of reported patient symptom and high impedance could not be established. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation system (scs) reported experiencing uncomfortable stimulation during a programming visit post-implantation procedure. Impedance checks indicated high impedance but within range. The physician advised to stop the programming session due to patient's discomfort. It was confirmed that electrocautery was used during the permanent implantation procedure, likely contributing to the patient's symptoms. The evoke closed loop stimulator (cls) was replaced during a revision procedure. Post-procedure, the patient reported to have adequate pain coverage.